Event description:
The cordless driver high speed bur attachment was sent for eval because it wobbled and overheated during testing. The event occurred during a routine field service maintenance visit. There was no patient involvement; no adverse event was associated with the device.